Event description:
It was reported that the insulin pump did not alarm no delivery and the customer was experiencing high blood glucose of 32mmol/l and ketones. The customer changed the infusion set/reservoir and delivered more than 5.0 units twice, but the insulin pump did not alarm no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.